Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an error message stating; ¿not enough blood or strip problem. Please retest with new strip¿ when testing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter message occurred on (B)(6) 2014, at 06:00am. The patient detailed that manages his diabetes by self-adjusting his insulin doses and reported that he consumed more food or drink in response to the meter message. It was not reported when the patient consumed the food/drink. The patient reported that he developed a symptom of ¿disorientation¿ at an unknown time after the error message occurred and detailed that between 06:30 and 07:00am on (B)(6) 2014 he was treated by the emergency medical services (ems) with ¿sugar¿. At the time of troubleshooting, the cca noted that there was no apparent misuse of the product and it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical treatment from a healthcare professional for a hypoglycemic event after the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.